Event description:
It was reported the ptm2 not uploading information. Refill date not accurate. The patient's estimated refill date on ptm was (B)(6). The patient used ptm recently and saw refill date of (B)(6) so patient went in to see physician and they did the refill today. After updating pump the estimated refill date is now (B)(6) and that is correctly reflected on ptm screen. Caller states this is the 4th ptm in her territory with a "random" incorrect estimated refill date on a ptm. Caller states the correct dates will show at time of refill but "later on" they switch to a different "random" date. Re-update of pump with 8840 was suggested this action resolved the reported issue. It was later reported no patient symptoms. The pump was updated and refill date resolved.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).